Manufacturer narrative:
Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of minor stains on it. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the nurse discovered damaged sterile package of the device in the tray prior to use. The surgeon suspected that the sterility of the device might be damaged. Another device was used to complete the procedure. No further information has been provided.